Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-09169. It was reported that the patient experienced decrease in stimulation when attempting to adjust the therapy on the right l1 drg lead. Reportedly, patient had a severe fall, after which the issue began. Lead diagnostics revealed high impedances on the right drg l1 lead. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored post-operatively. Impedances were within the normal range. Issue was resolved.